Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 4 was utilized. There were no indicated intra-operative complications. Patient underwent a left knee revision due to instability. All components were revised. Pre-operative the surgeon suspected loosening, however, the revision operative note indicated all components were well-fixed. The patient was revised with depuy products. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.